Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip applier would not clip. The instrument tips would not close all the way even with different clip loads. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument was found to have one (1) severely bent grip, causing them to be misaligned. The grips were not found to be cracked. A clip cannot properly load into the clip groove of the grip-tips. Root cause of bent grip tips is attributed to the damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws.

Event description:
Refer to h11 for follow-up information.